Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure using a dual surgeon console (sc) setup, the system locked up. Technical support was contacted and the technical service engineer (tse) was informed that the customer power cycled the system and now one of the sc was not powering on. Tse viewed system logs and confirmed multiple informational code 417 indicative of a faulty sc power supply. Tse asked if customer was able to move the power cord to another outlet. Customer stated that they tried moving cord to 3 different outlets but the issue with one of the sc remained persistent. Customer also stated that they were going to disconnect the blue fiber cable to the sc and the surgeon wants to proceed with a single console for this case. The referenced sc was disabled. The procedure was completed as planned. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the redundant medical grade power supply (rmgps) on the affected surgeon console to correct the reported issue. The system was tested and verified as ready for use. Isi has not received the rmgps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed the following possible related system informational code 417 (one of the redundant power supplies is failing in the mgps in sc2). This error was found on system (B)(4). Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a partial nephrectomy surgical procedure. The surgeon side console system sd0006 (serial # (B)(4)) was being used with the vision side cart system (B)(4). Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer disabled one of the surgeon side consoles after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the redundant medical grade power supply (rmgps) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The power supply was installed and tested on the printed circuit assembly (pca) test system. The system started up without error however the fan #1 doesn't work. The power supply is over 2.8 years old and will be scrapped.